Event description:
It was reported that the pt had experienced a decrease in therapy benefit over the past month. During surgery to replace the ipg and extension products, the lead had appeared damaged (no details were provided); surgical removal of the lead was anticipated in 2008, timeframe. The pt had recovered from the late 2007, surgery without sequela; the physician had also provided that the pt grew four inches within the last yr. Add'l info has been requested from the physician. Refer to MFR report #6000153200800133.

Manufacturer narrative:
Results of final device analysis revealed that multiple conductor wires were broken; the weld was broken at the conductor coil to straight wire (transition) crimp sleeve at number zero. Device inspection had revealed the prod outer insulation was intact; the proximal and distal ends appeared intact and undamaged.